Event description:
It was reported that the patient had no stimulation sensation and never had therapeutic effect. She was leaking at night, and didn't recall whether the trial had provided her with symptom control at night. The patient felt stimulation in the buttock area on program 4 at 1.7v, and changed to program 1 at 1.6v where the stimulation was felt in the perineum area. In the (B)(6) the patient was increasing stimulation and held the increase button down, but all of a sudden the stimulation was too strong and felt like a shock. The patient lied down and at some point turned her stimulation off, but experienced pain the bottom right side of her rear, which was still sensitive. The patient switched to program 1 at 2.3v and planned to monitor her symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient still had concerns about their device or therapy and they had an appointment scheduled for (B)(6)-2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v994410, implanted: (B)(6) 2012, explanted: na; programmer: model 3037, serial# (B)(4).